Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during the knee procedure, the motor drive unit was stuck. A backup device was available to complete the procedure with no patient injuries. Surgical delay greater than 30 minutes were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.